Manufacturer narrative:
The ft4 reagent lot number was 672392 and the hcg reagent lot number was 664358. The lot numbers of the other reagents were requested, but not provided. The reagent expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 6 patient samples tested on the cobas 8000 e 801 module. Results from the following assays were affected: elecsys hcg+ss, elecsys t-uptake, vitamin d, elecys vitamin b12, elecsys ft4 ii, and elecsys ft3 iii. The specific vitamin d reagent used was requested, but not provided. The samples were initially tested before service activities were performed on the analyzer. Service was dispatched as all controls went outside of range low. The field service engineer determined the reagent probes were damaged. The probes, pinch tubes, and syringe seals were replaced. An air purge and measuring cell preparation maintenance actions were performed. The customer ran calibration and controls; all results met specifications. The patient samples were repeated after the service actions and discrepancies were found. All repeat values were deemed correct. The first sample initially resulted in an hcg+b value of 8157 miu/ml and it repeated as 13335 miu/ml. The second sample initially resulted in a ft4 value of 0.998 ng/dl and it repeated as 0.625 ng/dl. The third sample initially resulted in a t-uptake value of 0.492 and it repeated as 0.936. No units of measure were provided. The fourth sample initially resulted in a vitamin d value of 28.8 ng/ml and it repeated as 13.4 ng/ml. The fifth sample initially resulted in a vitamin b12 value of 716 pg/ml and it repeated as 489 pg/ml. The sixth sample initially resulted in a ft3 value of 3.60 pg/ml and it repeated as 2.37 pg/ml.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls were not within range on the day of the event. Upon review of the alarm trace, there were multiple sample short alarms near the time the complained sample was first processed. The field service engineer determined the issue was caused by damaged reagent probes. The probes, pinch tubing, and syringe seals were replaced. Air purge and measuring cell preparation maintenance actions were performed. The customer ran calibration and controls; all results met specifications. The investigation determined the service actions resolved the issue.